Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 800 pro synchron chemistry analyzer had a reagent cartridge that leaked in the refrigerator. No injury was reported for this event.

Event description:
On (B)(6) 2010, a follow up call was made to the patient's nurse regarding the issues the patient was having with fibrin and infection. The nurse stated that the fibrin is an on and off thing. The nurse stated that the patient is adding heparin to the bags to help control this issue. The nurse stated that the infection the patient mentioned was peritonitis. The peritonitis was diagnosed on (B)(6) 2010 although, the nurse stated they suspected the patient had the peritonitis earlier then this date. The peritonitis was bacterial. The patient was not hospitalized for this. The nurse did not believe that the solution or device was the cause of the peritonitis but did not say what he thought the cause was. The patient's recovery is ongoing and improving. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4). There were no defects noted during batch review. While user error may contribute to peritonitis, there is no indication that user error, such as a break in aseptic technique, contributed to this event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.